Event description:
It was reported that a patient presented with inappropriate anti tachycardia pacing due to incorrect interpretation of signal. Corrective programming changes were recommended and the clinician planned to make the changes. No adverse patient consequences were reported.